Event description:
It was reported that a spectrum pump had a failed downstream occlusion test at 20.31 pounds per square inch (psi) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during downstream occlusion testing. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.